Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: multiple call service 012 alarms were observed in the black box history on (B)(6) 2015. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump performed the ezprime steps with no cs alarms occurring. The pump was exercised for 24 hours on a 1 unit/hour basal rate with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The returned battery cap was used to complete the investigation. The reported cs alarm issue was unable to be duplicated during investigation. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).